Event description:
In 2009, the patient reported her insulin infusion sets are wet at her site. She stated she could not tell whether they were leaking from the headset or from her body. She stated on the days that her site area is wet, her blood glucose is higher ( no value given) than normal but since she is using an infusion set with a shorter tubing, her blood glucose levels are better. She stated she has a lot of scar tissue. She said the shorter tubing does get caught on objects sometimes and information about a looping technique was offered but decline by the patient. Courtesy infusion sets with a longer tubing were sent to the patient. On follow up with the patient one week later, she stated she has been using one of the new infusion sets and has had no problems with it. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.